Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that toward the end of the ins operation they were "stumbling words and different things along those lines" as the implanter was "moving the probes" in the patient's brain. The patient was told the healthcare provider (hcp) initially thought the patient was having a mild stroke, but the hcp "quickly took care of it." The patient said they got an MRI and everything looked fine, and they were in intensive care for a couple of days. The patient said their speech eventually came back after 2-3 days, and all their "muscle action" came back. The patient said everything has been fine since then. The patient also mentioned that as the implanter was moving the probe around they hit a certain point in the patient's brain that made their tremors disappear, and the patient has never had any tremors since then. As a result, the patient said they have never turned on the ins since implant date. The patient's reason for calling was because they have been having ear issues and their hcp wants them to get an MRI. The patient said they have been limited to a cat scan thus far, and they were wondering if they could get an MRI. Agent reviewed MRI compatibility information and redirected the patient to their hcp for MRI preparation.